Event description:
It was reported that a homecare pt experienced difficulties with the fit and placement of three, size 6 fen, fenestrated low pressure cuffed tracheostomy tubes. This was detected after the devices were in use from two to twelve hours after device placement. There was one pt involved with no reported pt injury. The three size 6 fen device were reportedly discarded and as such are not available to be returned to the MFR for identification, analysis and investigation.